Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 493 mg/dl. The patient treated via manual insulin injection. During troubleshooting the device settings were programmed accurately. The patient later woke up with a blood glucose of 472 mg/dl, which she also treated via manual insulin injection. The customer discovered that her infusion set cannula was bent. The customer was advised to change her entire set, reservoir, and insulin and treat per health care professional's instructions. The insulin pump will be returned for analysis.